Event description:
Affiliate reported that it was noted that the ventricles of the patient's brain became small. The pressure of the valve was changed from 130mmh2o to 170mmh2o. However, the next day they still remained small. When the doctor attempted to adjust the pressure from 170 to 190, the valve pressure became 30mmh2o. As a result, the device was revised.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.